Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. Furthermore, in provided log files technical error codes were found indicating a ethernet communication failure between pan and mon . Ventilator was investigated on-site by our field service engineer and further investigation revealed that the ventilator had failed pressure transducer test and turbine and gas supply test during pre-use test. Issue was resolved by replacing the turbine module. According to provided logs a re-installation of system software has also been conducted. No part returned for investigation. The root cause for the issues can not be established. Turbine module communication error means that the turbine module has lost contact with the breathing subsystem resulting in that the subsystem breathing is missing data for regulating the ventilation. Ethernet communication failure indicates an internal communication problem on a ventilator and values and curves can be lost from the screen but the ventilator will continue to ventilate with previous settings. The alarms can only be reset by doing a system restart. The recommended action is to always use the latest released software.

Event description:
Manufacturer's ref. #: (B)(4).